Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified fold creases and dark ring. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. Additional, changed, and/or corrected data: d6b d9 h3 h6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device remains implanted.